Manufacturer narrative:
A visual evaluation of the returned device found that the guide catheter was detached and kinked in several locations. The push catheter and pull wire were kinked in several locations. The stent was bent in several locations throughout. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. Based on the product analysis, most likely some anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. Bound by kinks and bends the device would become unable to deploy stent. Continued effort to deploy the stent would cause detaching of the guide catheter. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A lot history search was performed and found one other complaint against lot number 18987403 for a similar issue from a different customer.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in the bile duct during a bile duct stenting procedure performed on (B)(6) 2016. According to the complainant, two stents were scheduled for deployment. During the procedure, the first stent was successfully deployed into the right hepatic duct. Thereafter, a second stent was being deployed into the left hepatic duct. However, the inner catheter had broken off and was left inside the bile duct together with the stent. The stent and the inner catheter were removed from the patient using biopsy forceps and the procedure was completed with only the first stent. Reportedly, the drainage from the right hepatic duct was being monitored. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in the bile duct during a bile duct stenting procedure performed on (B)(6) 2016. According to the complainant, two stents were scheduled for deployment. During the procedure, the first stent was successfully deployed into the right hepatic duct. Thereafter, a second stent was being deployed into the left hepatic duct. However, the inner catheter had broken off and was left inside the bile duct together with the stent. The stent and the inner catheter were removed from the patient using biopsy forceps and the procedure was completed with only the first stent. Reportedly, the drainage from the right hepatic duct was being monitored. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.